Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter. The customer stated: I'm coming back to you about hemolyzed tubes (for tca) despite the batch change, the problem persists. We have done a comparative analysis over one month ((B)(6) 2020 and (B)(6) 2021) on a similar approximate number (600 tca), we have recorded 5.5% haemolysis in 2020, against 13.4% this year, same period.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/7/2021. H.6. Investigation: bd received 12 samples for investigation. 12 returned and 20 retained samples were draw-tested. From this testing it was determined that all 32 tubes drew within specification. The samples were tested and no issues relating to draw volume were observed. Additionally, retention samples were tested for hemolysis. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, haemolysis, because the defect was not evident in the testing of the customer lot samples. Visual evaluations of both retain and control samples for haemolysis demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of hemolysis and draw volume. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter. The customer stated: I'm coming back to you about hemolyzed tubes (for tca) despite the batch change, the problem persists. We have done a comparative analysis over one month (march-april 2020 and march-april 2021) on a similar approximate number (600 tca), we have recorded 5.5% haemolysis in 2020, against 13.4% this year, same period.